Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's device had not worked since 2006. Patient stated the device wouldn¿t charge anymore, wouldn't hold a charge and did not help him. Patient asked if the device could be removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.